Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer experienced an elevated blood glucose level of 600 mg/dl. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.